Event description:
I am a type one diabetic that wears an insulin pump. During a flight, I experienced hypoglycemia and was on the verge of passing out. I was sitting in a different row than my family and they noticed me laying on an adjacent passenger's shoulder and not able to wake up immediately. Since that occurrence, I have turned off my insulin pump and drink apple juice when drinks are being served to passengers in order to keep my blood sugar stable.